Event description:
0x10 gore viabil broke apart during scheduled removal: lot#10191922. Removed from patient in two pieces. Chart reviewed: history of post-cholecystectomy bile leak status-post percutaneous transhepatic chalongagiography (ptc) guided rendezvous procedure complicated by hepatic and peri-hepatic hematoma and endoscopic retrograde cholangiopancreatogram (ercp) with biliary sphincterotomy and biliary self-expandable metal mesh stents (sems) placement. Presents for an ercp with removal of biliary sems.procedural notes indicates: the duodenoscope was repositioned and advanced into the stomach and advanced into the small bowel observing a biliary sems emanating from major papilla the evidence of prior incomplete sphincterotomy adjacent to a large peri-ampullary diverticulum. The retrieval balloon catheter preloaded with a guidewire was used to cannulate the common bile duct through the stent. The guidewire was advanced into the right common hepatic duct followed by deep cannulation. The retrieval balloon catheter was advanced to the proximal end of the stent and inflated. Withdrawal of the inflated balloon along the length of the stent results in removal of food debris and sludge from the stent. The distal end of the stent was grasped with a polypectomy snare and lumen closed and withdrawal of the polypectomy snare results in the breaking of the distal end of the stent. The stent remnant was then grasped with a rat tooth forceps and polypectomy snare and removed through the accessory channel of the duodenoscope. The retrieval balloon catheter preloaded with a guidewire was used to recannulate the common bile duct.